Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient developed nose bleed on (B)(6) 2021 for which patient presented to the emergency room. Patient was seen by ear, nose, throat (ent) doctor and an absorbable packing was placed in the right naris. Patient was discharged from home in stable condition.

Event description:
It was reported that the patient presented to the ed on (B)(6) 2021 and was admitted for further management of hypotension symptoms. The patient was recently switched earlier from bumex to torsemide and he held his diuretic on (B)(6) 2021. It was reported that all vasoactive medications were held. The patient was hydrated orally and with a 1-time bolus of 0.9 ns, 250 ml. On (B)(6) 2021 the patient was discharged to home after denying further episodes of dizziness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b5: the additional information communicated in the previous reported regarding admission from (B)(6) 2021 to (B)(6) 2021 for hypotension was submitted in error. This information has been deemed non-reportable as there was no report of, or indication of, any lvas related issues and will be investigated separately. Section h6 health effect - clinical code: correction. "1914 - low blood pressure/ hypotension" and "2194 - dizziness" removed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding cannot be conclusively determined through this investigation. The patient was seen in the emergency department on (B)(6) 2021 due to a nosebleed. The patient was seen by an ear, nose, and throat specialist and absorbable packing was placed in the right naris. The patient was discharged on home on (B)(6) 2021 in stable condition. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events occurred. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.